Manufacturer narrative:
Records indicate this device remained implanted. The local area field representative was contacted for additional information, however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a non-cardiac related procedure. During the procedure, the patient coded and was unable to be rescued. A patient advocate expressed concern that the device did not deliver a shock when the patient coded.